Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the bending angulation was out of the standard values, the bending section cover glue was worn out and the scope body seal was separated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the colonovideoscope had too much pressure in the air-water channel during aer treatment. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a solid plastic material was clogging the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
H10: per the information obtained from the customer, it is uncertain whether there was deviation from instructions for use on reprocessing steps for the nozzle. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable by handling the device in accordance with the following section of the instructions for use: - detection methods are written in IFU: cf-ez1500dl/I operation manual chapter 3 preparation and inspection. - prevention measures are written in IFU: cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.